Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid lines. Electrodes have been used. Bio debris is present. The black shrink wrap is deformed at the distal edge. There is some separation between the electrode tip and the shaft. Product was out of the original packaging. No packaging returned. A functional evaluation showed the opened device was plugged into the controller and registered settings (7,3). Coagulation and plasma was generated as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tonsillectomy, the evac 70 wand was sparking. The procedure was completed without surgical delay using a s+n back up device. No further complications were reported.